Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 11/03/2015 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. Patient stated that they experience this issue at night when they shut off the bluetooth, in order to save battery, on the smart device. At the time of contact, no injury or medical intervention was reported.